Event description:
According to the customer, on (B)(6) 2025 the foley was "leaking around the urinary meatus, and not 100% draining into the bag".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the foley was "leaking around the urinary meatus, and not 100% draining into the bag". The customer reported that "physical manipulation used to attempt for regain flow of urine in drainage system" with no resolve requiring an additional foley to be inserted. The customer reported that the foley was inserted on (B)(6) 2025 utilizing 10 cc of sterile saline. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.